Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of a minicap extended life pd transfer set separated from the tubing which resulted in a leak. This was observed during dwell of peritoneal dialysis therapy. The patient completed therapy and drained, then clamped off the tubing and went to the clinic the same day. The transfer set was changed. There was no report of patient injury; however, prophylactic intraperitoneal antibiotics was administered. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a patient connector attached to the female connector and silicone tubing separated from the twist clamp. Visual inspection by naked eye observed the twist clamp (dark blue female connector and main body assembly) was separated from the silicone tubing. However, there are markings on the end of the tubing indicating the tubing was positioned onto the dark blue female connector. The reported condition was verified. The direct cause of the separation could not be determined; however, the assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter/bushing could cause a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.